Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life w/ damage) issue. Reportedly, the battery cap was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 06/15/2017 with the following findings: a review of the black box showed evidence of a short battery life associated with a low battery warning on the date of the complaint. Neither a battery cap nor a cartridge cap was returned. All testing was performed with test caps. The pump powered on with the test battery cap. The battery cap was able to fully tighten to the pump. The battery compartment was intact and there was no evidence of contamination. The pump was returned with the dual vent missing. The rewind, load, and prime steps were performed successfully. The current draws were within specifications. The pump case was removed to find no evidence of moisture or loose components internally. The battery life issue was not duplicated during the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).